Event description:
It was reported that the right ventricular lead perforated the patient. The lead was capped and replaced. The patients condition was good post procedure.

Manufacturer narrative:
(B)(4).